Event description:
Redman power chair has changed their product without getting FDA approval for the changes. The chair now goes 9 mph instead of the 6 mph approved by FDA. They also are modifying chairs at their medichair, llc location. A 3 switch is added which bypasses, the computer and is very dangerous. They do not respond to complaints, and there is no record kept of complaints and service.